Event description:
The unit analyzed a non-shockable pt as shockable. A medic at the scene stated the pt was not shockable in her opinion. The customer believes the unit began to charge and they shut it off. The customer said that the electrode pads were not fitting on the pt cable and fell off. They tried taping them on. The pads were meditrace pads but the customer claimed laerdal pads also did not fit right. No pt info has been made available at this time.